Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the loop of the suture broke. This happened twice. There was no patient injury.